Event description:
It was reported ir was using the statlock PICC from the PICC ir tray to secure PICC. However, one of the statlock PICC retainer door could not close while applying statlock to PICC. Ir continue to use this defective statlock PICC by enhancing the securement with sterile strip and transparent dressing. Cathlab nurse manager to replace defective statlock PICC with new ones. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of statlock unable to close is confirmed; however, the exact cause is unknown. One video of a statlock was returned for evaluation. An initial visual observation of the video showed the clinician attempt to close the statlock door several times with no success. One door was observed to be closed, securing the PICC. The second door was observed to not latch. No obvious damage to the statlock could be seen in the returned video. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.